Event description:
The manufacturer received information alleging damage to the ac power port located on the device. There was no harm or injury reported. The ventilator was returned to the device at third-party service center for evaluation and the customer¿s complaint was confirmed. The device's battery door was replaced to address the issue. Additional findings not related to the malfunction/issue were proactively replacing the internal battery pack, detachable battery pack, proportional valve, and three-way solenoid valve on the device.